Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that there was contamination under the up arrow and contrast buttons when the keypad was removed from the pump. The pump was powered on and the display was dim with discolored text. Unrelated to the these issues, the keypad was observed to be peeling and torn through the down arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up arrow and contrast buttons. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.